Event description:
The dealer states the alarm comes on and stays on after it has been on for awhile. No more information is available. The dealer is sending the unit to a 3rd party repair center for repair.